Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm diameter abdominal aortic dissection approximately one month ago. The aortic neck was 22 mm in diameter and tapered with a length of 48 mm. The distal aorta was 25 mm in diameter. The right iliac artery was 18 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 9 mm in diameter and the left was 8 mm. There was no calcification or circumferential thrombus. It was reported that the patient expired four days post implant. The circumstances of the death included shock, inferior mesenteric ischemia, age, and catastrophic clinical condition. The primary cause of death was reported to be mesenteric infarction: left colon necrosis. Angiography showed no abnormalities of the stent graft, no internal iliac thrombosis, and no signs of embolism. The investigator assessed the death to be related to the aneurysm and not related to the device or the procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, ischemia).